Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on (B)(6) 2005, the pt underwent a total hip arthroplasty of his right hip." It was further alleged that, "the pt began experiencing a clicking noise in his right hip."